Event description:
The customer reported that the device intermittently fails shift check and that changing the paddle set does not resolve the symptom. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.